Event description:
Rptr called on behalf of her mother. Rptr stated her mother has received the er1 message on occasion. Rptr states her mother retests until blood glucose value results. Reviewed with rptr the color comparision chart technique.